Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine/fluoroscopic and echo images were submitted to edwards and reviewed by the edwards (B)(4). Observations: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, and mild mitral annular calcification (mac). The valve appears to move aortic from 50:50 to 80:20 aortic on cine during deployment. There is no loss of pacing capture and ventilation was held. The post deployment aortogram demonstrates aortic regurgitation (ar). Valve in valve positioning is 1/3 ventricular to initial valve. Post valve in valve deployment aortogram demonstrates ar. Tee review demonstrates no significant septal hypertrophy and deployed valve appears to be tilted anteriorly on longitudinal axis. Impressions: sapien valve positioned 50:50 both on fluoro and tee. It was canted within the plane of the aortic annulus and consequently on deployment the valve expanded and tilted anteriorly, which gives the impression that the valve moved 80:20 aortic when in fact only the posterior edge of the sapien valve was 80:20. Severe calcium on the aortic valve explains the paravalvular (pvl) post valve in valve. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that poor coaxial alignment upon deployment contributed to the valve being canted and the posterior edge of the sapien valve being too aortic. The pvl appears to be the result of severe calcification on the patient's native aortic valve. There is no allegation of device dysfunction, misuse or mislabeling, and no inadequacies in the physician training have been identified; therefore no further investigational actions will be performed in relation to this event.

Event description:
Per the edwards field clinical specialist, during the transaortic valve replacement procedure, the sapien valve was positioned correctly but ended up 80/20 aortic upon deployment, resulting in a severe 3+ paravalvular leak. To mitigate the paravalvular leak, a second sapien valve was implanted. The second valve was positioned and deployed 50/50, which lessened the paravalvular leak to moderate 2+. The patient remained stable throughout the procedure, and no further intervention was required. Additional investigation revealed the following: patient factors: there was moderate-severe aortic valve calcification; no ventricular septal hypertrophy, ejection fraction 55%. Technical factors: good image intensifier angle prior to deployment, fair coaxial alignment of valve/delivery system, balloon inflation held appropriately, no loss of pacing capture.